Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient reports open, bleeding wounds under the brown and red electrodes. There was no alleged device malfunction contributing to the irritation. Patient spouse applied neosporin and cortisone cream to the area. Patient reported that a physician advised to place the lifevest back on and apply a topical cream with lidocaine. Follow up indicated that the cream is helping with the skin irritation.